Event description:
It was reported there was an unknown catheter issue. Reporter stated that the patient was scheduled for a catheter revision on (B)(6) 2012; however the reason of the revision was unknown. The medication in the pump was baclofen. No other details were provided and patient status was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated that four to five months ago the patient experienced increased tremors, spasms, confusion, tachycardia, diaphoresis, signs of baclofen withdrawal, and numbness in the left arm and left leg. A bolus of drug was programmed, but the patient had "no response." A CT scan was negative, and the physician was unable to withdraw fluid from the catheter access port to perform a dye study. The patient's infusion rate was decreased from 950 mcg/day to 500 mcg/day as the physician "felt the medication was not getting delivered to the intrathecal space." The catheter was replaced and the patient was admitted to the hospital post-operatively for observation of potential baclofen withdrawal. The patient's symptoms included an altered mental status, increased spasticity, and sweating (diaphoresis). During the replacement procedure, the surgeon did not observe retrograde flow of cerebrospinal fluid upon cutting the existing catheter at the spinal site. A single bolus was programmed "in a sterile manner and fluid was observed at the spinal portion of the pump segment." The patient outcome was unknown as of the date of this report. No additional information was available at the time of this submission. The drug used within the system was gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8578, lot# n148370, implanted: (B)(6) 2008, product type accessory. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: catheter. (B)(4). Analysis of the catheter revealed that only the distal segment was returned with the anchor attached. The catheter was inspected before and after decontamination and no anomaly was seen. The returned segment passed all testing and does not appear to have any significant anomaly.